Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Pressure sensor- failed calibration. There is no patient involvement. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8100 sn: (B)(4) customer wanted to know how to clear this error code. Case resolution: the customer stated that he replace the bottle side pressure sensor, and he stated that he was still getting the error code and he wanted to know was there any steps to take. I explain to the customer that he should run both the fluid side and patient side occlusion and also to change the tubing set and retry. The customer said ok, and if he has any more problems he would call back. (B)(4).